Manufacturer narrative:
A visual examination of the returned device revealed that the suture was broken and inside the stent barb. The suture hole on the push catheter was torn toward the distal end. The push catheter was kinked near the proximal end. The hub was pulled off the push catheter. The proximal end of the push catheter presented evidence of heat staking by the supplier but the hub did not appear to have been adequately molded to the extrusion. The guide catheter was stretched and broken into 4 pieces with only 3 sections returned for evaluation. The distal section of the guide catheter was stuck on the guidewire, still inside the push catheter, and sticking out of the proximal end of the push catheter. The proximal portion of the guide catheter with hub was not returned for evaluation. There was no damage to the stent. Based on the condition of the device and the details of the event, the most likely root cause is supplier manufacture; however operational context could have contributed to the malfunction. Since the manufacturing of this complaint device, a corrective action has been initiated to address this issue. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was met as the guide catheter was retracted for stent deployment. The guide catheter hub detached and the stent was unable to be deployed. The procedure was successfully completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in fine after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.